Manufacturer narrative:
Method and results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported she feels her insulin cartridges are not sealing properly. Patient stated she saw insulin in her infusion device yesterday and she believes it was due to the insulin cartridge. Patient reported her blood glucose kept getting higher on (B)(6) 2011. Patient stated her blood glucose level was over 500 mg/dl last night. Patient reported she continued to bolus but her blood glucose wouldn't come down. Patient stated she decided to change everything and when she removed the insulin cartridge, she noticed there was moisture in the infusion device and it smelled like insulin. Patient reported she assumed it was the cartridge. Verified there was no leaking around the infusion adapter or the luer connection. Pt stated the insulin cartridge had been in the infusion device since (B)(6) 2011. Verified the plunger was not separated from the insulin cartridge. Patient reported she cleaned out the infusion device with a cotton swab. Patient stated she inserted a new cartridge and then today she noticed there was still moisture in the infusion device. Patient reported there were no visible cracks or damage to the insulin cartridge. Patient stated she did not see any insulin actually leaking from the bottom of the cartridge. Advised patient to switch to her backup infusion device. Attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.